Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown surgery with the stardrive screwdriver shaft in question. During the procedure, the surgeon could not hold the unknown screw with the stardrive screwdriver shaft. The tip of the shaft was deformed helically. The head of one unknown screw was stripped by the shaft and the screw could not be used. Another screwdriver shaft and screw were used. There was no reported surgical delay. The surgery was completed with no adverse consequence to the patient. This report is for one (1) screws: trauma. This is report 1 of 2 for (B)(4).